Manufacturer narrative:
Date of event was reported as "(B)(6) 2018". If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was initially reported that there was an inquiry by the healthcare professional (hcp) about the patient¿s implantable neurostimulator (ins) not lasting 3-5 years. Additional information received from the representative on (B)(6) 2018 they met with the patient today as they had a return of bladder symptoms (reverted back to pre-implant symptoms), drop in efficacy, and a bloated belly back in (B)(6) 2018 (14 months after implant). It was noted that the patient never used their programmer until (B)(6) 2018 so their settings were never adjusted and never ran the amplitude over 3.0. The patient had attempted to adjust the program (after not touching the implant) but it was not working for them so they came into the hcp¿s office on (B)(6) 2018, the settings at that time were anywhere from 1.5 to 3.0 volts (not sure of exact settings). After seeing the patient, it was determined that there were no falls/trauma or procedures were reported that could be related to the patient¿s issue. An impedance check showed values were in normal range but the battery showed low on the patient¿s programmer. Reprogramming was performed today and the patient was able to feel the stimulation at 2.4 volts on program 2. The patient was programmed to 1.5 on program 1 and could feel the stimulation. The patient symptoms possibly could be related to the ins not lasting 3-5 years but could not be determined without analysis of the ins battery. The plan was to work to program the patient to try to obtain maximum efficiency again and to maximize the remaining battery life. The representative was going to continue to monitor the patient until the device goes into end-of-service (eos) at which point, when removed, will be returned for analysis. There were no further complications reported or anticipated.